Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary tkr on (B)(6) 2017 where an s rom hinge knee was utilized. Patient initially has done very well undertaking cleaning work and kneeling on her knee. Patient was presented with a painful knee on (B)(6). X rays indicate that the patella component appears to have come loose. A decision was made to open the knee. On opening the knee, the patella component had come loose, with 2x of the 3 pegs having broken off, the third peg was still attached to the underside of the patella. The patella bone was cleaned and a small amount resected to create healthy bone and a pfc oval dome implanted. The femoral component, tibial component and the insert appeared to be in good condition and well fixed, and a decision was made to leave these in situ.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided photographs and x-ray images confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: no deviations or non-conformances were noted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stated that the patella had loosened at the cement to implant interface. The plastic lugs had broken off and remained in the cement bed. The cement bed was complete with the patella having loosened cleanly.